Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Electromagnetic interference (emi) is alleged. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.